Event description:
Patient had posterior dislocation 11 days after original tha. Surgeon reports no known cause of dislocations but does note patient is an alcoholic and was intoxicated when dislocation occurred.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding dislocation involving a trident liner and a ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned . Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further.

Event description:
Patient had posterior dislocation 11 days after original tha. Surgeon reports no known cause of dislocations but does note patient is an alcoholic and was intoxicated when dislocation occurred.